Event description:
It was reported that pump displayed malfunction code 12 and had not been reset previously for this issue, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.